Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side " fluid." The device remains implanted.

Event description:
Healthcare professional reported right side " fluid" via mammogram and ultrasound. Healthcare professional additionally reported capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d.6b, h6.

Event description:
Healthcare professional reported right side " fluid" via mammogram and ultrasound. Healthcare professional additionally reported capsular contracture, baker grade I. The device remains implanted.